Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. Reference medwatch with another pt for suspect device in coaguchek system 1.

Event description:
Caller states the pt tested 2.5 inr on coaguchek system 1 and 2.0 inr on coaguchek system 2 during duplicate testing. Coumadin was adjusted based on result of 2.5 inr, however, no adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed in a medical facility.